Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion and displacement tests. Device was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor was tested outside of the device and passed. Device had cracked lcd, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Event description:
The customer reported via phone call that the insulin pump has been alarming motor error for the past 3 months during bolus. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.